Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was not able to be removed from the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 04/21/2017 with the following findings: no battery compartment damage was observed. A test cap was able to secure properly to the pump. The battery cap coin slot was damaged. The battery cap contact height dimension was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.